Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in common device name and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure via the subclavian vein, the guidewire allegedly could not be inserted. It was further reported that the guidewire was allegedly stretched. Reportedly, the needle and the guidewire were removed as a single unit. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the subclavian vein, the guidewire allegedly could not be inserted. It was further reported that the guidewire was allegedly stretched. Reportedly, the needle and the guidewire was removed as a single unit. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle and one j-tip guidewire loaded into a guidewire hoop was returned for evaluation. Gross visual, microscopic visual, functional and dimensional evaluations were performed. The investigation is inconclusive for the reported difficult to insert, as the exact circumstances at the time of the reported event cannot be verified. However, the investigation is confirmed for the reported stretched and identified material separation issues as complete breaks were noted to both the round and flat core wires. The distal portion of the guidewire was noted to be bent and uncoiled. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure via the subclavian vein, the guidewire allegedly could not be inserted. It was further reported that the guidewire was allegedly stretched. Reportedly, the needle and the guidewire was removed as a single unit. There was no reported patient injury.